Event description:
It was reported that during the implant procedure, the lead exhibited intermittent capture, an insulation anomaly and intermittent sensing. The lead was no longer used and replaced.

Manufacturer narrative:
(B)(4).